Manufacturer narrative:
This report is submitted on july,21,2023.

Event description:
Per the clinic, the patient experienced recurring infection, resulting in extrusion of the receiver/stimulator (specific date not reported). Subsequently, the patient was hospitalized and treated with IV antibiotics for 5 days (specific date not reported). The patient underwent a skin flap revision surgery (specific date not reported), however, it was not successful resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2023, for the skin flap revision surgery. This report is submitted on august 15, 2023.

Manufacturer narrative:
This report is submitted on sep 11, 2023.